Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inratio 1.4; lot# unknown. Using previous strip lot. Coumadin dose was increased from 3.5 daily to 4mg on (B)(6). A 3.5mm dose was resumed on (B)(6). Date: (B)(6); inratio: 1.3; lab: 3.1; lot#: 340746. Therapeutic range: 2.5-3.5. Patient self tester reports milking the finger after performing the finger stick, not using the first drop of blood, adding multiple drops of blood, and touching the finger to the sample well.

Manufacturer narrative:
The customer did not provide a reference value for comparison testing for the inratio inr result obtained on (B)(6) 2014. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing date was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiences were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.